Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. Femoral access was gained, and 5,000 units of heparin were administered. Trans-septal puncture was performed and activated clotting time (act) was 320 seconds. The watchman fxd curve access system (was) was advanced to the laa. A string-shaped thrombus was then identified in the laa via transesophageal echocardiogram (tee). Negative pressure was applied through the was to aspirate the thrombus. The thrombus findings disappeared on the tee and the procedure continued. The act was 370 seconds. A 27mm watchman flx closure device was implanted and the was and watchman flx delivery system were removed. The patient awoke with no neurological symptoms.

Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. Femoral access was gained, and 5,000 units of heparin were administered. Trans-septal puncture was performed and activated clotting time (act) was 320 seconds. The watchman fxd curve access system (was) was advanced to the laa. A string-shaped thrombus was then identified in the laa via transesophageal echocardiogram (tee). Negative pressure was applied through the was to aspirate the thrombus. The thrombus findings disappeared on the tee and the procedure continued. The act was 370 seconds. A 27mm watchman flx closure device was implanted and the was and watchman flx delivery system were removed. The patient awoke with no neurological symptoms.

Manufacturer narrative:
This report is being filed to correct the model number and unique identifier (UDI) # in response to an FDA request.